Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (1000 mg/dl) and diabetic ketoacidosis identified by healthcare provider to be dangerous. Customer was treated with insulin. Customer reported that the cause was related to insulin absorption issues at the infusion site. System check was performed with tandem technical support and no anomalies were found. Customer was discharged (B)(6) 2018 with the issue resolved, blood glucose at 139 mg/dl, and no permanent damage.